Event description:
During an implantation attempt the subject lead was perforated by a stylet in the connector section. Another lead was implanted.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. The analysis is pending.